Event description:
It was reported that the user experienced episodes of hyperglycemia and hypoglycemia while using the ilet with a dexcom g7, with concern from a caregiver that insulin was not being delivered, although device review indicated insulin delivery as needed and intermittent cgm connectivity that could affect glucose control. Symptoms included high blood glucose up to 250 mg/dl and low blood glucose down to 50 mg/dl without acute clinical sequelae. Outcomes included no medical intervention, no hospitalization, and assistance from a caregiver. Investigation included customer interview, device data review, and troubleshooting and education on occlusions and cgm connectivity. Investigation of this case revealed no device malfunction observed and cgm signal interruptions that could impact automated insulin dosing. It was concluded that the causes of both the hyperglycemia and hypoglycemia were unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.